Event description:
The patient reported being overdosed after implant. Per the hcp (healthcare professional), the cause of the overdose symptoms following implant were unknown. As of the date of this report, the patient thought that she was better off without the itb (intrathecal baclofen) and wanted to have the pump removed.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).